Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during surgery, the system displayed a message indicating that there was an irrigation output valve error. The surgery was completed, and there was no harm to the patient.